Manufacturer narrative:
Manufacture¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-02200 for the post-operative bleeding.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 through (B)(6) 2022 with fevers and positive blood cultures. The patient was diagnosed with pseudomonas bloodstream infection along with a chronic driveline infection. The patient was changed to status 2e for transplant and discharged home on intravenous antibiotics as status 3. The patient was readmitted on (B)(6) 2022 and was changed to status 2e and then increased to status 1e due to the driveline infection. The patient underwent a heartmate 3 to heartmate 3 pump exchange on (B)(6) 2023 due to panel reactive antibiotics with drug resistant infection. The patient had fevers and malaise. The patient had a complicated post-operation course with reoperation for bleeding and delayed chest closure. As of (B)(6) 2023, the patient remains in the intensive care unit.

Manufacturer narrative:
Related MFR # 2916596-2023-01038, related MFR # 2916596-2023-01041, related MFR # 2916596-2023-01044. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.